Manufacturer narrative:
This report is filed on november 09, 2017.

Event description:
Per the clinic the patient experienced dislodged magnet during an MRI (tesla unknown); however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.